Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.